Event description:
It was reported that the vns patient¿s oxygen level would drop with stimulation. The patient¿s device settings were adjusted and the patient¿s breathing had improved. No known interventions have occurred to date. The patient complained of throat tightening during an office visit with his epileptologist on (B)(6) 2014. The patient's device was tested during the office visit and diagnostic results showed normal device function at the time.